Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump has alarmed several replace battery now. The customer's blood glucose level was 27 mmol/l at the time of the incident. Customer stated that the alarm occurs one hour after replacing the battery and without low battery alarm. Customer states no unattended alarms, no visible damage on the battery cap or the battery compartment. The customer was asked to check the alarm history and found post-reset ram crc alarm. The insulin pump passed the auto test. The customer was advised that the insulin pump will need to be replaced. The insulin pump will not be returned for analysis.